Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. No additional information was available. This is involving a pump with software version 6.13.90 which is categorized as colleague 2006. This device originally came in for recertification.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was faulty ail pcb. The ail pcb was replaced. A follow-up report will be submitted if additional information becomes available.